Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump had alarmed for a motor error four times in the month prior. The blood glucose reading was 164 mg/dl. She stated that the insulin pump was on him when he visited her at her office that is near an MRI machine. She was assisted with clearing the alarm and stated that she was able to complete the rewind process. She also reported that the customer had experienced low blood glucose levels but declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted. The motor passed motor test. All buttons functioning properly. No damage in the keypad assembly noted and no unlocked liquid crystal display keypad connector during visual inspection. No button error occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.